Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ insulin syringe had a broken barrel. The device was not used and there was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc safetyglide insulin syringe. Customer states that the barrel is broken. The syringe was returned with the hub-needle/shield-safety mechanism separated from the barrel. No damage to the barrel was observed. Sample was forwarded to manufacturing (holdrege) on 13jul2018 for further review. On (B)(6) 2018, holdrege received one (1) loose 0.5ml, 8mm, 30g bd safetyglide syringe from reported batch# 7167887. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, it was noted that there was slight damage to the inner lip of the barrel tip and damage to the hub core noted, likely to align with one another. Possible root cause likely to be a misalignment during assembly, resulting in the various damage noted within the returned sample. A review of the device history record was completed for batch# 7167887. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for broken barrel on lot # 7167887. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd safetyglide¿ insulin syringe had a broken barrel. The device was not used and there was no report of exposure, injury or medical interventions.

Event description:
It was reported that a bd safetyglide¿ insulin syringe had a broken barrel. The device was not used and there was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.